Event description:
It was reported that there was possible loss of capture on the left ventricular (lv) lead seen on current and stored electrograms (egm) and high lv lead thresholds were noted. It was also reported that right ventricular (rv) lead capture could not be confirmed, and high, variable rv lead thresholds were also noted. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) report displayed question marks instead of the threshold value. The crt-d, rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d, implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.